Event description:
When "mlc" leaf positions are transferred to the varian shaper program using the export opinion in pinnacle3, these leaf positions can be incorrect. The leaf banks are switched (banks a and b are reversed).